Event description:
It was reported that a 2008t hemodialysis (hd) machine's blood pump rotor sliced the blood line tubing three hours into a patient's hd treatment. Upon follow up, it was confirmed that the machine alarmed with an air detector alarm. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The blood lines were discarded. The blood pump was exchanged with a new blood pump. The machine is back in service. The blood pump is not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.